Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Implant sat proud 1cm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned femoral stem and broach finds no abnormal wear. The wear found on the femoral stem is consistent with attempts at implantation. The returned broach is worn from normal use. The DHR analysis of batch 5229539 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Dimensional inspection of the returned femoral stem confirms the product conforms to its specifications as called out in dwg-8h200015145 rev b eco 178456. Product problem has not been identified and no conclusions can be drawn regarding the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via sep-419.